Event description:
Information received indicates the casters continue to swivel when in brake.

Manufacturer narrative:
The technician found the foot brake/steer caster and head brake caster both had the teeth worn off that prevent the casters from rotating when locked. And the brake cable was starting to wear the plate over the bushings. He replaced the foot brake/steer caster, the head brake caster and the bushings to repair the bed.